Manufacturer narrative:
An event of regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25mm trifecta valve was implanted. The patient presented to the emergency room and was admitted to the hospital for shortness of breath, fluid overload, and chf. An echo showed severe regurgitation. The patient was treated with diuretics which improved the symptoms. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2018, a 23mm edwards sapien 3 valve in valve procedure was performed. (Clinical study patient ID: (B)(4)).